Event description:
Boston scientific received information that during the replacement procedure; the torque wrench was unable to be rotated when attempting to disconnect the device. The header did not appear to be damaged; however, 3 torque wrenches were required to disconnect the device and the header became detached from the device. In addition, once the leads were removed from the header, it was noted that the atrial lead had previously been repaired with adhesive. It was suspected that the atrial lead may not provide normal measurements as it could only be used in unipolar configuration and the threshold was increased. The atrial lead was removed and the right ventricular lead was left implanted. The explanted device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. Visual inspection noted the atrial tip portion of the device header was separated. All setscrews except for the atrial tip setscrew moved freely. All seal plugs except for the atrial tip seal plug were intact. The atrial seal plug was missing and the atrial setscrew was stuck in the up position. Technicians were able to loosen the stuck setscrew with 20 inch-ounces of force. Microscopic inspection of the atrial tip setscrew revealed the hex slot was damaged/rounded, possibly caused by the torque wrench being inserted at an angle or being only partially inserted into the hex slot. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.